Event description:
Literature solicited device case was received on 10/28/2013 via an article: fabi sg, champagne jp, nettar kd, maas cs and goldman mp. Efficacy and safety of the pt qualification with injectable hyaluronic acid with 0.3% lidocaine hydrochloride for the treatment of superficial perioral lines or superficial lateral canthal lines. Dermatol. Surg. 2013:1-8. This summary case concerns three patients (demographics unk) who developed granulomatous reaction (injection site granuloma) after receiving treatment with prevelle silk. The patients' medical history was significant with moderate to serve periocular and perioral wrinkling. No past drugs, concomitant medication or concurrent condition was reported. On unspecified dates, the two patients received treatment with prevelle silk injection (route of administration, dosage regimen, batch/lot and expiration date unk) periocularly and periorally; and one pt was injected periocularly for cutaneous contour deformity. Each syringe was attached to a 0.5 inch, 30 g needle in preparation for injection. It was reported that total product administered varied per patient based on the severity of rhytides, with most patients receiving an average of 1.65 ml (approximately 2 syringes) per treatment session. On unspecified dates (after unk latency), the pts' developed delayed-onset (development ranging from 3 to 4 months after injection) periocular nodule formation associated with pain, swelling and erythema at sites of injection which were histologically consistent with a granulomatous reaction to prevelle silk. Two patients were amenable to biopsy of nodule over left lateral canthal area. One biopsy had insufficient tissue to make a diagnosis and another was consistent with granulomatous dermatitis in association with amorphous basophilic foreign material compatible with the given history of previous injection with ha filler. Acid-fast bacilli and periodic acid schiff stains were negative. Corrective treatment: triamcinolone acetonide 2.5% suspension was injected into the granulomas, which alleviated some of the erythema, pain and swelling but not significantly. Hyaluronidase was also used at a dose of 0.1 ml with all patients' nodules resolving within two to three treatments. Outcome: recovered/resolved. A pharmaceutical technical complaint (ptc) was initiated with global ptc (B)(4) and results were pending for the same. Pharmacovigilance comment: sanofi company comment dated (B)(6) 2013: in this case, the causal role of prevelle silk cannot be excluded for the occurrence of the granulomatous reaction (injection site granuloma), however the lack of info regarding the underlaying medical history and the concomitant medications used by the pt precludes the completed case assessment.

Manufacturer narrative:
(B)(6).